Manufacturer narrative:
(B)(4). The unique device identifier (UDI) number is unknown because the part number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the left anterior descending (lad) vessel the nc trek balloon dilatation catheter (bdc) was being inflated to nominal pressure when a balloon rupture occurred. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.